Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic insert involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The harmonic ace insert was missing the teflon pad from the clamp arm.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the harmonic insert was used to dissociate tissue. The customer then stated that the teflon pad fell off but allegedly there was no report of fragment(s) falling inside the patient. The procedure was converted to open/laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the customer confirmed that the teflon pad fell inside the patient. The customer in unsure if the instrument was inspected prior to use. The instrument was used to retract tissue. There were no functionality issues with the instrument. The instrument was removed from the arm before the breakage and the surgeon experience no issues with removing the instrument from the arm. The instrument did not collide with any other instruments or other hard material. The fragment was retrieved with a laparoscopic instrument during the same procedure. The customer did not perform an additional surgical procedure to remove the fragment. There were no post-operative tests performed to check for remaining fragments. The patient did not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No relevant history and pre-existing medical conditions information was provided. No relevant tests and laboratory data specific to this incident was provided.